Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high threshold measurements and increasing pacing impedance measurements that eventually resulted in high out of range measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. The physician plans to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.